Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead lost capture and a polarity switch. During the battery change-out procedure it was noted that the implantable pulse generator (ipg) exhibited no pacing. The ipg and rv lead were removed and replaced. No patient complications have been reported as a result of this event.